Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00022. The pt ((B)(6)) is implanted with two surgical leads from different lots. It was reported one of the pt's leads is exhibiting high impedance measurements. The pt is reportedly unable to initiate stimulation due to this issue. Further diagnostic testing will be performed during the pt's next clinical appointment.